Manufacturer narrative:
Updated blocks: d4, d9, h3, h4 and h6. During laboratory analysis, the product surveillance technician (pst) observed the occluder module to function as intended when connected to a lab use only (luo) occluder head. The occluder module was monitored for five hours and the pst did not observe the occluder to close on its own. Microscopic examination of the module circuit boards was conducted and no abnormalities were found. The module passed release testing.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility tried to open the occluder by using the ccm control, but suddenly the occluder fully occluded itself. They tried to open the occluder by pressing the fully open button on the ccm, but it would not work and appeared to be freezing the occluder head. The subsidiary replaced the occluder module.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head would close by itself. They continued the procedure by opening the occluder cover and using manual clamps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the control of the occluder from the central control monitor (ccm) on the heart lung machine (hlm) during cpb on (B)(6) 2021. The team calibrated the occluder prior to the case. They initiated cpb without issue. The team was then asked to fill up the patient a bit (tried to give volume by occluding the occluder a bit on the venous line). They tried to do this with the slider on the ccm and it went to fully occluded. The team had to manually use clamps to perform this command. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.